Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that the mega suturecut needledriver instrument was unable to suture. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. The grip cables were broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments distal pulleys had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cables, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.